Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pockets failed and were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets failed and were not detected on the bus. A field service engineer checked the unit and cleared to brief the drawer receipt connections. The half height control board was tested. The fse assisted the customer to recover from the failure, and the functionality was confirmed. The customer tested the unit and was satisfied with the results. The system functioned as intended after the field service engineer repaired the device.